Event description:
The patient was taken to the operating room for consistent low flow alarms that were attributed to inflow placement issues. The plan was to use a diaphragmatic approach; however, upon inspection in the operating room the o-ring was found to be torn. The o-ring was replaced using one from a new pump system with the originally implanted pump re-implanted. The patient is currently stable in the ICU with adequate flow rates.

Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines that after insertion of the inflow cannula into the ventricle through the sewing ring, ensure that the pump housing is flush with the sewing ring housing and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. The o-ring was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files were not possible since log files were not available for the reported event date. The reported event could not be confirmed since the device was not returned and there is no evidence or supporting data provided. However, the manufacturer is aware of this issue and has initiated an internal investigation to evaluate these types of issues. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Device remains implanted.